Event description:
At about 4 months from primary, the patient came in presenting instability. The surgeon revised the liner to a face changing for stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15-jan-2026. Lot 2511756: (B)(4) items manufactured and released on 30-jun-2025. Expiration date: 2030-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event.